Event description:
The recipient is reportedly experiencing pain at and below the implant site multiple times a day with device use and while sleeping on the implant side. Pain is not decreased when external equipment is removed. It was believed the pain was due to an infection at the implant site, antibiotics were prescribed. The recipient reports having a reaction to the antibiotics that were prescribed. It is now believed that the pain is device related. The recipient continues to use the device, however, sound quality has decreased.

Manufacturer narrative:
The surgeon reportedly believed the pain was post operation and it would subside over time. The recipient is experiencing sound quality issues. Programming adjustments were made, however, the issue did not resolve. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.7. Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly being managed by the center. Additional treatment details will not be provided. The recipient's device remains implanted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.